Manufacturer narrative:
Initial reporter phone number exceeds character limits: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. The micropace cardiac stimulator was selected for use during the procedure. It was reported that the cpu was restarting constantly. The stimulus generator does not communicate with the pc. Troubleshooting was attempted by turning on and off the pc, but issue could not be resolved. An image was sent which shows a missing on/off button of the pc. The procedure was cancelled. No patient complication occurred. The computer cabinet was replaced at a later time and is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone number exceeds character limits: (B)(6) the device has not been received for analysis. A field work order was reviewed, and work performed states, the defective stimcor (sc161) computer cabinet by a new one and all was successfully. Functional test was performed and passed. Safety evaluation test was performed and passed. This investigation is assigned a most probable conclusion code of "cause traced to component failure" this code was selected based on the fse analysis onsite, the wo states that after replacement of stimcor the issue was resolved.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. The micropace cardiac stimulator was selected for use during the procedure. It was reported that the cpu was restarting constantly. The stimulus generator does not communicate with the pc. Troubleshooting was attempted by turning on and off the pc, but issue could not be resolved. An image was sent which shows a missing on/off button of the pc. The procedure was cancelled. No patient complication occurred. The computer cabinet was replaced at a later time and is expected to be returned for analysis.